Event description:
It was reported that the patient's pump power button was unresponsive, requiring continued pressing to activate the screen. There was no reported impact on the customer¿s blood glucose level. The patient opted out of troubleshooting, and a case was to be made for them by the support team.